Event description:
It was reported that the user experienced nocturnal hypoglycemia after dinner insulin delivery, stating that dinner dosing was too high and blood glucose went low around midnight, and there were no alerts or alarms reported. Symptoms included low blood glucose. Outcomes included no reported long-term impairment or hospitalization. Investigation included outreach to obtain additional information from the user. Investigation of this case revealed that the cause of the hypoglycemia remained unclear based on the available information. It was concluded, based on previously established findings for similar reports, that the event was due to an undetermined cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.